Manufacturer narrative:
(B)(4). Additional information: during follow up with the reporter, they stated that the patient had recovered from the event on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. Treatment was not given for the event. The outcome of the peritonitis was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.